Manufacturer narrative:
(B)(4). Device product code: hbw. Unique identifier (UDI) #: (B)(4). Report source: foreign country: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screw fractured during a cranial closure. The patient did not retain a foreign body. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The 1.5x4mm ht sd x-dr screw 5-pk (part# 95-6104, lot# unk) was visually evaluated. The screw was clearly fractured high on the shaft of the screw, near where the fluted section begins. No functional testing was conducted as the tip and threads had fractured off. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive torque beyond what the screw is designed to encounter, applied during insertion of the screw. The instructions for use (IFU) for this screw states in the section titled warnings: intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws. The IFU also states in the section titled bone screws: excessive torque can cause the screw to fracture. Self drilling screws may fracture, bend or break if used in a bicortical application. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.